Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system, with the lowest reported blood glucose of 42 mg/dl and a perception that the correction algorithm was too aggressive following repeated pauses, leading to guidance from a diabetes educator to perform a factory reset; the device was reset and insulin delivery was resumed. Symptoms included feeling hot and shaky during the hypoglycemic episode. Outcomes included self-treatment with oral glucose and return to target range within approximately 20 minutes, with no emergency treatment or hospitalization. Investigation included technical support troubleshooting and user education that culminated in a factory reset and system setup. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded that the event was consistent with hypoglycemia of unclear cause, and that the device was functioning after reset with insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.